Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
The surgeon was performing a partial knee arthroplasty using the robotic arm interactive orthopedic system (rio). During trialing, the surgeon noticed that the trial implants were too deep into the bone. The case was completed successfully using a larger implant and bone cement,

Manufacturer narrative:
Reported event: an event regarding trial implants deep in bone, involving a 2.1 rio robotic arm int. Orth. System, catalog: 204000 was reported. Method & results: -device history review:a review of the DHR associated with rio 306 found quality inspection procedures successfully passed. -complaint history: based on the device identification (pn 204000) the complaint databases were reviewed from 2011 to present for similar reported events regarding trial implants deep in bone. There was 1 other reported event (action 3000). Conclusions: the session data from the case was reviewed. An analysis of the implant planning, bone registration, bone preparation, and implant burr list was completed. Based on the analysis performed, the registered burr pattern coincides with the limits of a size 6 implant. The system allowed for resection within the appropriate limits of a size 6 implant. The data at this time shows the system operated as expected. No system defect or malfunction is suspected.

Event description:
The surgeon was performing a partial knee arthroplasty using the robotic arm interactive orthopedic system (rio). During trialing, the surgeon noticed that the trial implants were too deep into the bone. The case was completed successfully using a larger implant and bone cement,